Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Customer administered a manual injection to address high bg. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.